Event description:
(B)(4). I got the essure (B)(6) 2008. I have had abdominal pain, periods lite and only three days long, gained 80 pounds since I've got it done, I have depression really bad, been on about 8 different meds, now I have really bad headaches, get dizzy, blackout from them, lots of pressure, I have really went down hill in the last 7 yrs.